Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where an overheating insert resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Found that the solenoid has an open condition causing continuous water flow. Water hose has debris build up and is missing sleeves. Foot control is shorted causing no boost mode/second positon at certain spots. Could not replicate the complaint of handpiece getting warm, recommend checking inserts for clogging as this may be causing the issue.

Event description:
While using a g124 scaler, the unit was dripping water and the insert tip was getting hot; no injury resulted.